Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced infusion set tubing bent event on (B)(6) 2024.the blood glucose was 315 mg/dl at the time of event. No further information was available.